Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm sjm masters series valsalva aortic valved graft was implanted into a patient. Post operation the patient developed cardiogenic/hypovolemic shock. The patient received a short infusion of nicardidine and lactated ringers solution with resolution of the shock. No patient consequences were reported.

Event description:
(B)(4) - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm sjm masters series valsalva aortic valved graft was implanted into a patient. During the procedure, the patient had to briefly be taken off their vasopressors. Post operation the patient developed cardiogenic/hypovolemic shock. The patient received a short infusion of nicardidine and lactated ringers solution with resolution of the shock. No patient consequences were reported. There was no allegation of malfunction, no surgical intervention performed. The patient is reported to be discharged. It was thought that the shock was caused by the patients need for vasopressors. During the procedure, the patient had to briefly be taken off their vasopressors. It was thought that the shock was caused by the patients need for vasopressors. The patient is reported to be discharged. No allegation of malfunction, no surgical intervention performed.

Manufacturer narrative:
An event of cardiogenic shock post-operation after the valve implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated there were no complications during the implant procedure. Information from the field indicated the patient needed vasopressors and they were taken off during the procedure. It was indicated that the cardiogenic shock was caused shock by the patient's need for vasopressors. There is no indication of a product quality issue with regards to manufacture, design, or labeling.